Event description:
The pt rec'd her scs sys, including an ipg, on (B)(6) 2009. It was reported that the pt had difficulty charging her ipg. The pt allegedly had stimulation. The physician decided to explant and replace the ipg on (B)(6) 2011. Effective stimulation was reported postoperative, and no further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.